Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (opening maxillary sinus), sinus perforation, inadequate bone quality/quantity